Event description:
The clinician reported that over a month after the dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported pain and bleeding in this patient with excellent hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.